Event description:
Additional information reported the cause of the event was the catheter. Drug effects were unknown. On "(B)(6) 2003" an x-ray was performed, and on (B)(6) 2013 a CT scan was performed; results were within normal limits. On (B)(6) 2013, a sideport aspiration was done and it was ¿easily aspirated.¿ on (B)(6)2013, a catheter dye study was done and the catheter was intact and patent. A revision and replacement of the catheter was performed. The patient experienced poor therapeutic effect of the baclofen, and the patient required hospitalization after the catheter replacement surgery. The patient recovered without sequelae. There were no obvious problems found with the catheter function, but because the patient was not having therapeutic effect, the catheter had been changed out in its entirety. The pump was checked at surgery and it was found to be functioning well, so the pump was not changed. Post operatively, the patient was reported to have therapeutic effect of itb (intrathecal baclofen).

Event description:
It was reported that this patient was not getting therapeutic effect even though the catheter appeared to work, however, the catheter was explanted. There was no patient injury and the patient recovered without sequela. This device system delivered lioresal.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8590-9 lot# n192357, implanted: 2009 (B)(6), product type accessory. (B)(4). The catheter was returned incomplete in segments. Analysis of the catheter noted no significant anomalies with any of the returned segments. All segments passed patency and pressure testing in the lab.